Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg location was causing discomfort for the patient. In turn, the surgery occurred to explant the system, which addressed the issue.